Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue occurred again. No additional information was received regarding the outcome of the event.